Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection of the returned unit, engineering found that the jaws were not parallel. The device was actuated and engineering was able to confirm the customer's experience of scissoring and incomplete clip closure. The exact cause of the misalignment is unknown; however, jaw misalignment can be caused by device actuation on thick, dense material with the jaws aligned non-perpendicularly to the application plane. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap cholecystectomy - "description given on two appliers as such 'one would not work', 'one clip not sealing when engaged.' No other descriptions were given and not sure about which lot number is associated with each note." Patient status - "normal."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.